Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 along with concurrent paravaginal repair, transabdominal colposacropexy, posterior repair due to cystocele, rectocele, enterocele, sui. It was reported that patient underwent release of mesh on (B)(6) 2003 due to voiding dysfunction. It was reported that patient underwent paravaginal defect repair, bso, abdominal scar and revision of sling on (B)(6) 2009 due to recurrent mixed urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2011 due to dyspareunia, extensive trigonitis and bladder outlet obstruction. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.